Event description:
Per the clinic, the device was explanted under general anaesthetic on (B)(6) 2023 due to the need for MRI. The patient was reimplanted with another cochlear device during the same surgery.